Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was presumed that location of the tip of the unspecified device was not confirmed when attempts were made to cross the lesion; direction of the device tip might have been deviated due to calcification. Whether the sion black had contributed to this event was unable to be confirmed. It was inferred that anatomical condition and operator's manipulation technique most likely contributed to the vessel perforation. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
According to a case report titled "rotational atherectomy with the new rotapro system over rg3 guidewire in subadventitial retrograde highly calcified cto pci" in catheterization and cardiovascular interventions 2020;95:242-244, vessel perforation occurred during the procedure where multiple asahi and non-asahi devices were used. Which device had contributed to the perforation was not mentioned in this case report. It was written as follows: the case report refers to a (B)(6)-year-old man with previous history of cad and left anterior descending (lad) pci affected by ccs 3 stable angina. Echocardiography showed severe left ventricular dysfunction (ef 25%) with anterior-apical akinesia and inferior hypokinesis with normal inferior wall thickness and mild mitral regurgitation. At coronary angiography severely calcific right coronary artery (rca) cto, with rentrop 3 homo and etero-collateralization (j-cto score 4), and ostial intrastent lad cto with poor collateralization were observed (movie s1-s3, figure 1a). Since high surgical risk was foreseen due to severe comorbidities, the patient underwent to rca cto pci. An initial anterograde wire-escalation and dissection re-entry with "knuckle technique" (see table 1) were attempted with guidezilla 7 fr (boston scientific corp.), corsair 135 cm (asahi-intecc), center cross (roxwood medical, figure 1b) without success despite hornet 14 (boston scientific corp) and astato 20 (asahi-intecc) and filder xt a (asahiintecc) guidewires. Thus, a retrograde approach resulted successful in crossing an epicardial collateral with corsaire 150 cm and sion black (asahi-intecc) (movie s4). A retrograde wire escalation only partially penetrated within the cto body with gladius (asahi-intecc) (movie s5) and therefore an antegrade "scratch'n'go" with "base" technique followed by and an ivus guided reverse cart was performed to establish the connection successfully (figure 1c,d). Subsequently a guidezilla assisted externalization was performed and switched to rg3 (asahi-intecc) guidewire. Due to acute marginal perforation a 3.0/80 coil was placed (movie s6). Several predilatations were attempted without acceptable expansion and both antegrade or retrograde deliverability (figure 1e). A switch to rotawire (boston scientific corp.) Was tried with "tip-in" technique without success (movie s7). Lastly rotational atherectomy (ra) with 1.25 mm burr with rotapro (boston scientific corp.) Was performed (movie s8) over rg3 guidewire; predilatation and subsequent implantation of four drug eluting stent synergy (boston scientific corp) were achieved with a good final result (movie s9 and s10, figure 1f). The patient was discharged after 4 days without any complication. No events were observed in the frame of the 6-months follow-up where the transthoracic echocardiography showed left ventricle improvement with an ejection fraction 35%.